Event description:
It was reported to philips that the patient connector green knob on the side is broken. The paddle can be plugged it in but does not lock in place. There was no reported patient involvement.